Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead fractured. It was noted that there was high impedance, noise on the electrogram signal, and intermittent capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.